Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 08/08/2017. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connecter type associated with this event. Device labeling addresses the reported event as follows: precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant. Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was removed due to "found band prolapse with nausea and vomiting."

Manufacturer narrative:
Taper ii. Device evaluation summary: a visual examination was performed on the received lap-band with access port I, taper type ii. The band was separated from the port at the band tubing, approximately 2 inches from the tubing/collar junction. The port tubing was noted to be discolored, and was light brown in appearance. Needle marks were noted on the port septum. The band was separated near the belt. White particles were noted on the outer surface of the band shell. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. An air leak test was performed, and the band was leaking from the ring/shell where the band had been separated near the belt. Under microscopic analysis, needle marks were observed on the port septum. The band was separated from the port at the band tubing, approximately 2 inches from the tubing/collar junction. The ends of the band tubing had striated end cuts, consistent with removal of the device. The band was noted to have a striated surgical end cut near the belt, consistent with the removal of the device.